Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit was giving error code message of auto-zeroing of machine and proximal pressure transducers in post failed after booting up. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
The complaint has aged beyond 90 days and no parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response. If the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated.